Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the surgeon monitor was flickering when the cable was manipulated sometimes. Another medtronic representative was unable to replicate the issue. There was no patient present when this issue was identified.